Event description:
Epidural catheter would not come out. Anesthesiologists made several attempts. Pt was transferred to another facility for surgical removal. It was found to be a true knot which is very rare but can happen.